Event description:
Allegedly removed during the revision of another component. Medium activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated agains this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00469, 00471.

Manufacturer narrative:
(B)(4). This is the same event as 3010536692-2015-01755.

Event description:
Allegedly patient was revised due to mom complications: aseptic loosening and metallosis.

Manufacturer narrative:
Conclusion: no device failure.